Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided in the user's notes ,(B)(6) 2025 at 7:53 pm CT - sg: 41 mg/dl, bg: 475 mg/dl.after review of the dms data, the following information was confirmed at the time of the event:23-dec-2025 at 7:53 pm CT - sg: 41 mg/dl; no bg value was available in dms.dms review confirmed that the user did not receive a high glucose alert at the time of the event, as the sg value did not exceed the programmed high glucose alert threshold.the user did not seek medical treatment and resolved the event by administering insulin. The user's healthcare provider (hcp) is aware of the event.per dms records, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported a high glucose event on 23 december 2025 at 7:53pm, stating that the sg was 41 mg/dl while the bg was 475 mg/dl. The dms review revealed that on (B)(6) 2025 at 8:53 pm, the sensor glucose (sg) was 41 mg/dl and no bg was entered. The alert history showed that the user did not receive a high glucose alert around the reported time as user's sg was below the user-set alert threshold of 250 mg/dl. The user did not seek medical treatment and resolved the event by administering insulin. User's hcp was aware of the incident. Review of the raw sensor data showed optical instability in all four channels, which likely caused the observed discrepancies. In a related case (MFR#: 3009862700-2026-00359), the user reported (an infection at the insertion site on (B)(6) 2025, with the onset likely preceding the report. The infection at the insertion site most likely contributed to the optical instability observed.